Event description:
The device was used during a sub total gastrectomy procedure. Reportedly, the staples did not form properly. The surgeon resected the tissue at the application site and applied another device. The hosp has reported the pt's condition is satisfactory.

Manufacturer narrative:
1/12/1998-supplement report #1 submitted to FDA. The reported condition has been confirmed. The knife assembly was not assembled properly.